Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator change due to the device advisory status. Prior to the procedure, the device was interrogated and found to exhibit post-paced t-wave oversensing. The device was reprogrammed and resolved the anomaly. The device was then explanted successfully.

Manufacturer narrative:
The reported event of post paced t-wave oversensing was confirmed from review of the device image. The device behaved normally as programmed. The device was tested on the bench and no anomalies were found.